Event description:
It was reported by service report that the bed would not go up and down evenly. Customer reported that it is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result code: wiring harness #1 and #2. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems. See scanned page.